Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided.

Event description:
Patient participated in a (B)(4) study for patients with cervical ddd who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disk failure or prolapse. Patient was implanted at levels c3 c4, c4 c5, c5 c6 and c6 c7 with a cslp small stature plate. Patient had been experiencing pain for 22 months. Surgery date was (B)(6) 2004 and postoperatively patient experienced distal screws minimally, requiring no treatment. This is report 8 of 11 for this event. This report is on the right screw at c6 (14mm).